Event description:
It was reported that this left ventricular (lv) lead potentially exhibited loss of capture (loc). Technical services (ts) advised further evaluation. The plan is to have the device system checked. The lead remains in use. No adverse patient effects were reported.